Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed as the transmitter has zero voltage. No share log data was available for review. The complaint confirmation of a loss of connection could not be determined. The probable cause could not be determined.